Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a typical atrial flutter ablation & left atrial appendage closure procedure with a unk_thermocool sf nav catheter and the patient experienced pericardial effusion that required pericardiocentesis. First, it was reported that the carto 3 system displayed error 6150 (soundstar® catheter sensor error) upon connection of the catheter. The catheter connections were reseated but the issue persisted. The eco cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. The patient developed a pericardial effusion after the physician had finished the atrial flutter ablation and during the left atrial appendage closure. The pericardial effusion was noticed and confirmed on ice (intracardiac echocardiography) and tee (transesophageal echocardiogram) when the physician was going transeptal with the amulet sheath. The patient was hemodynamically stable and the procedure was able to be completed. Post-procedure, a pericardiocentesis was performed for the medical intervention. The last known patient status was reported as stable. The caller reported that an stsf catheter was used for ablation. The type of closure device used was unknown. Patient fully recovered. Patient required extended hospitalization - the patient stayed overnight to monitor if they would remain stable and verify that there was no pericardial effusion present. Physician believes the cause of the adverse event was the sheath going transeptal and advancing too far just posterior to the left pulmonary veins. Ablation was not performed before the pericardial effusion was reported. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.